Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 2. On (B)(6) 2020 a transthoracic echocardiogram was performed revealing mr grade 4 and a single leaflet device attachment (slda) of the mitraclip. The posterior leaflet had come out of the clip. A trans-esophageal echocardiogram was performed on (B)(6) 2020. The echocardiogram confirmed the slda without damage to the leaflet or cords. They are currently medically managing the patient. They are considering surgery, but a date has not yet been scheduled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda (single leaflet device attachment) was due to challenging patient anatomy and recurrent mitral regurgitation is an outcome of slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 3/10/2020 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 2. On 3/24/2020 a transthoracic echocardiogram was performed revealing mr grade 4 and a single leaflet device attachment of the mitraclip. The posterior leaflet had come out of the clip. An trans-esophageal echocardiogram was performed on 4/1/2020. The echocardiogram confirmed the slda without damage to the leaflet or cords. They are currently medically managing the patient and moving towards a surgical replacement if the valve. Subsequent to the previously filed report, additional information was received that the patient will continue with medical management. At this time, there is no plan for surgery or another clip procedure. No additional information was provided.